Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger (B)(4). Analysis of the returned desktop charger, model 37761, serial (B)(4) showed that the metal connector on the cable assembly was broken off. The cable assembly was replaced.

Event description:
It was reported that there was a loose/broken connector pin on the patient's desktop charger unit. The patient had a loss of therapy during the event. The patient stated that they could feel the stimulation but that it was not relieving their pain. The indication for use for the implanted device was noted as spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.